Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted an incomplete staple line after a sureform 60 stapler fired on the bowel. The procedure was completed. The customer informed the sureform 60 stapler instrument was inspected prior to use and no damage was observed. It was noted the surgeon was attempting to staple the bowel with a blue sureform60 reload. There were no obstructions between the instrument jaws. The surgeon noted no clamping issues. After the fire, when the jaws were opened it was noted that the staple line was incomplete. The proximal and the distal end of the staple line were stapled; however, the middle part of the staple line was open. The surgeon re-stapled the tissue with another backup sureform 60 stapler instrument and reload. There was no tissue calcification nor previous chemotherapy treatment noted. The reload is unavailable for review. No video/image was available for review.

Manufacturer narrative:
Based on the current information provided, the cause of the patient's intra-operative complication is unknown. Intuitive surgical, inc. (Isi) has not received the sureform 60 stapler instruments and reloads involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received.